Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation of the patient's pacemaker revealed high capture thresholds, r-wave amplitude variation, and low pacing impedance on the right ventricular (rv) lead. The physician elected to revise the rv lead and during the procedure, the lead helix could not be retracted. The rv lead was explanted and replaced. The patient was asymptomatic and was in a stable condition.